Event description:
The customer reported a clear liquid leak from the coulter lh 500 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The instrument was generating 'diluent comparison out of limits' errors and '60 psi low' errors when the leak was noticed. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 2/11/2015. The fse found that the tubing through pinch valve pv49 was disconnected. The fse replaced the tubing, which repaired the leak and errors. The repairs were verified per established procedures. (B)(4).